Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (difficult anatomy / morphology). Inherent risk of procedure (stent deformation). Deformation problem. Conclusion results known inherent risk of a procedure (stent deformation). Device failure related to patient condition (difficult anatomy / morphology). (B)(4).

Event description:
It was reported that the physician was attempting to deliver the stent to treat a lesion in the mid lad which was described as ¿difficult.¿ it was reported that the stent was deformed. The physician believed that the damage to the device was due to the difficult anatomy. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The strain relief was kinked. The distal tip was flared. The stent was positioned correctly on the balloon between the inner shaft markers. The 7th distal stent segment was deformed with multiple raised struts. The balloon had not been inflated. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).